Manufacturer narrative:
The insulin pump was received with intermittent button response on all buttons due to flattened button dome switch. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer's husband stated that the act button is acting up. The customer stated that when they went to see their health care provider, the act button is not working. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.